Event description:
The manufacturer received information alleging the ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's alternating current cable and connector required replacement to address the issue. However, no repairs were completed because the device was scrapped.